Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was without stimulation. Reprogramming was unable to resolve the issue. X-rays and an impedance check did not reveal any anomalies. Subsequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-00840. Follow-up information revealed the patient had 2 leads. It is unknown if both leads were from the same lot. In addition, the patient underwent surgical intervention on (B)(6) 2016 where the leads were explanted and replaced. The patient reported effective stimulation coverage postoperative. Note: since it is unknown if the 2 leads were from the same lot, the patient's "unknown" lead has been added to this event as a new device report (device 2).